Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer experienced low blood glucose and the paramedics were called. It was stated that he does not remember the blood glucose reading. Attempted to contact the customer and he was at the doctor's office at that time and could not take the call. No further information was provided.